Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Event description:
--

Event description:
Boston scientific received information that the patient presented to the emergency room with complaints of shortness of breath and muscle stimulation on the right side. Upon interrogation it was noted that there was pacing inhibition. An x-ray was taken which revealed the right ventricular (rv) lead had dislodged into the superior vena cava. A revision procedure was performed where the rv lead was explanted and no additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.